Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill notifications during the load fill tubing process. Reportedly, the cartridge was filled with approximately 100 units of insulin. The customer's blood glucose level was 200 units. The customer filled the cartridge with more insulin and was able to successfully able to resume insulin delivery.